Event description:
It was reported that the spinal cord stimulation (scs) patient was admitted to the hospital in a medically induced coma for unknown seizures. The patient had computerized tomography (CT) scans performed, but there were no findings. A magnetic resonance imaging (MRI) was also performed, however, the results are unknown. The physician could not confirm if the patients seizures were device-related.